Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed a quality notification/s was opened for the source device. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production failure which not correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 242.4030 error with motor movement. Had bio med remove the rear case and after inspection, the ail appeared to be damaged causing the 242.4030 error. Bio med replaced ail and error went away.